Event description:
Rptr attempted on 6/3/96 to insert a biliary stent 10mm,68mm. The stent was properly primed with saline, the guide wire was in place, the stent was put into position, but it would not deploy, the valve body would not slide up the steel tube. Rptr was able to insert a regular stent with little difficulty. Outside of the pt the stent would not deploy either, but the valve body did slide up and down the steel tube without any problem.